Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump occurred blank display. Customer¿s blood glucose value at the time of incident was unknown. Customer stated that they dealt as esd but had no effect. The insulin pump will not be returned for analysis.